Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor caught fire and the base was destroyed but the reader was intact. No troubleshooting was taken. Patient discarded the damaged base but still had the receiver. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.